Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2020-48360, 1627487-2020-48361, 1627487-2020-48363. It was reported the patient is not receiving effective therapy due to high impedance on the drg lead at t10. During the revision the physician accidently removed all the leads. As a result, the leads were replaced restoring the therapy.